Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) dka (diabetic ketoacidosis) [diabetic ketoacidosis]. No insulin was delivered to each of the patients [device failure]. The plunger was not then touching the penfill when inserted back [device malfunction]. Case description: this serious spontaneous case from the united kingdom was reported by a health care professional as "dka (diabetic ketoacidosis)(diabetic ketoacidosis)" with an unspecified onset date, "no insulin was delivered to each of the patients(device failure)" with an unspecified onset date, "the plunger was not then touching the penfill when inserted back(device component malfunction)" with an unspecified onset date, and concerned a patient who was treated with novopen (insulin delivery device) from unknown start date for "device therapy", tresiba penfill (insulin degludec 100 u/ml) from unknown start date for "drug use for unknown indication", patient gender, age, height, weight and body mass index were not reported. Dosage regimens: novopen: tresiba penfill: current condition: diabetes (type and duration not reported). On an unknown date patient was hospitalized due to dka (diabetic ketoacidosis). On an unknown date, the nurses on the ward have taken the cartridges out of novopen to check insulin details, the plunger was not then touching the penfill when inserted back in, so no insulin was delivered. Other details of hospitalization were not reported. Batch numbers: novopen: requested, tresiba penfill: requested. Action taken to novopen was reported as unknown. Action taken to tresiba penfill was reported as unknown. The outcome for the event "dka (diabetic ketoacidosis) (diabetic ketoacidosis)" was not reported. The outcome for the event "no insulin was delivered to each of the patients (device failure)" was not reported. The outcome for the event "the plunger was not then touching the penfill when inserted back (device component malfunction)" was not reported. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. References included: reference type: e2b linked report, reference ID#: (B)(6), reference notes: same reporter, reference type: e2b linked report, reference ID#: (B)(6), reference notes: same reporter, reference type: e2b linked report, reference ID#: (B)(6), reference notes: same reporter.

Event description:
Case description: reporter's causality (novopen) - dka (diabetic ketoacidosis)( diabetic ketoacidosis): unknown. No insulin was delivered to each of the patients (device failure): unknown. The plunger was not then touching the penfill when inserted back (device component malfunction): unknown. Company's causality (novopen) - dka (diabetic ketoacidosis) ( diabetic ketoacidosis): possible. No insulin was delivered to each of the patients (device failure): possible. The plunger was not then touching the penfill when inserted back (device component malfunction): possible. Reporter's causality (tresiba penfill) - dka (diabetic ketoacidosis)( diabetic ketoacidosis): unknown. No insulin was delivered to each of the patients (device failure): unknown. The plunger was not then touching the penfill when inserted back (device component malfunction): unknown. Company's causality (tresiba penfill) - dka (diabetic ketoacidosis)( diabetic ketoacidosis): possible. No insulin was delivered to each of the patients (device failure): possible. The plunger was not then touching the penfill when inserted back (device component malfunction): possible. Investigational results: name of the suspect product: novopen. Batch number of suspect product: unknown. No investigation was possible, because neither sample nor batch number was available. Name of the suspect product: tresiba penfill. Batch number of the suspect product: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following information : investigational results updated for the suspect novopen, tresiba penfill. Is nonreportable field was updated as no. Malfunction field updated as no. Final report check box ticked. Expected date of follow up report was deleted. Imdrf codes b, c, d, g were added. Follow up information further investigation comment was added. Narrative updated accordingly. Final manufacturer comment: 25-jul-2025: the suspected device novopen has not been returned to novo nordisk for evaluation. Specific name of device is also unknown. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of tresiba penfill. H3 continued: evaluation summary: name of the suspect product: novopen. Batch number of suspect product: unknown. No investigation was possible, because neither sample nor batch number was available.